Event description:
The pt was implanted with a left ventricular assist device. (B)(6) report was received by the manufacturer which indicated "suicide attempt by pt on (B)(6) 2013 by unplugging pump. Found by family member who plugged the pump back in. Time pump was off is unknown. CT showed major thrombus in graft. Lvad will not be exchanged. Pt will be treated medically." Reference user facility report number (B)(4).

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.